Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that there was there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the atrial lead exhibited 'unsatisfactory' sensing and capture, so the physician decided to attempt another lead. The second lead also exhibited 'unsatisfactory' sensing and capture. The second lead was not used, and the first lead was implanted and remains in use. No patient complications have been reported as a result of this event.